Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was explanted. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient was explanted on (B)(6) 2019 and no alarms, clinical symptoms, or device-related issues were reported in association with the event. Multiple attempts for additional information, including product return requests, were sent to the customer; however, none was provided. No further information was provided. The manufacturer is closing the file on this event.